Event description:
Low primary stability achieved, no osseointegration. Allergy against penicillin, patient refused to take anibiotica. Simultaneous bone augmentation, bone resorption, infection, mobility.